Event description:
It was reported that the device had an error code 41622. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had been in for service in september 2023 for defective cassette. Functional and visual inspection was performed, and the customer's reported problem was confirmed. The cause of the problem was a missing "c" clip of the camshaft. The "c" clip was replaced. The device then passed all functional tests after the repair.